Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Were the curved tips used on the patient? If yes, were there any issues experienced? If so, please clarify are there pictures of the damaged device available? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The fibrin sealant preparation device tips arrived with a slight curve. No adverse patient consequences were reported. Additional information was requested